Manufacturer narrative:
(B)(4) section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Section h11: method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photographs provided by the customer, and our knowledge of the product. Results: review of the photograph provided confirmed a crack in the chamber dome between one of the chamber ports to just above the chamber base. Conclusion: the subject device was requested for investigation, however it was not provided for analysis. Without the return of the complaint device, we are unable to determine the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.""use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with a rt268 infant dual heated evaqua2 breathing circuit was found cracked when removed from the packaging. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Section h11: the subject rt268 infant dual heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare new zealand for evaluation. We will provide a follow up report on completion of our investigation.

Event description:
A healthcare facility in china reported that a mr290v vented autofeed humidification chamber provided with a rt268 infant dual heated evaqua2 breathing circuit was found cracked when removed from the packaging. There was no patient involvement reported.